Event description:
It was reported that the customer was intermittently unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer. Cts sent customer a link to buy a new cable.